Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 08-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in china within the apac region. When the endoscope was connected to the processor, the endoscopic image appeared as a black screen and could not be used. The endoscope was immediately replaced with a spare one, and the procedure was continued. According to the engineer's inspection, the cause was identified as oxidation, corrosion, and wear of the electrical contacts. The procedure was completed using the alternative endoscope, and there were no reports of patient harm. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report d4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. D8: was this device ever serviced by a third party? G6: follow-up #: 1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: adverse event problem. Additional information: h11: evaluation summary evaluation summary: event that occurred is electrical contacts corrosion. The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. The electrical contacts were corroded, resulting in black screen. Based on the investigation, a potential root cause of this failure is the electrical contacts could no longer conduct due to corrosion, resulting in black screen. A definitive root cause of the reported issue could not be identified. The device was repaired by the third party and returned to the hospital. We have reminded the hospital to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 28-apr-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 30-aug-2017. There were no reworks or concessions. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.